Event description:
The pt felt heat and pain at the implantable neurostimulator location when stimulation was turned on. There was no fall or trauma associated with the issue. There was no redness or swelling by the pocket. The hcp took a skin temperature, and the pocket site was 5% warmer than skin on the other side. The pt was part of a study for subcutaneous placement. The pt had 4 programmed stimulation options. The amplitude varied; the rate was 20 hertz; the pulse width was 240 microseconds for the quadripolar lead and 450 microseconds for the octad lead. The implantable neurostimulator was moved on (B)(6) 2009. It was removed (B)(6) 2010. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).